Manufacturer narrative:
The imaging system was inspected on-site by a medtronic representative and it was determined that the uninterruptible power supply (ups) was the root cause. The part was returned and investigated. Investigation confirmed the reported problem "black mvs screen". Ups would not power on. Batteries measured 11.11 vdc. Fa batteries were installed in the ups. It then passed the 5 minute load test, with a recorded time of 5 min 24 sec. New batteries were installed and charged, and the ups passed 5 min load test for 5 min 52 sec. Diagnosed problem: battery returned with unit would no longer hold or maintain a charge. The reported issue was confirmed to be due to an electrical failure mode in which the ups was not holding a charge. A replacement part was provided and the system was fully functional following part replacement.

Event description:
A healthcare professional from the site reported that the monitor on the imaging system remained black and images could not be taken. Attempts to reboot the system were unsuccessful. This was reported during a procedure with a patient present, and navigation was aborted as a result. The patient was not affected by this malfunction and the procedure was completed successfully.